Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue and presented to clinic for follow-up. Upon interrogation, the atrial lead exhibited noise which led to inappropriate mode switches. No intervention was reported. The patient would continue to be monitored.